Event description:
Boston scientific received information that shortly after the device replacement, the right atrial (ra) lead was noted to be in unipolar configuration. Additionally, electrograms (egm)revealed noise. During testing, impedance measurements were 900 ohms in bipolar configuration. An x-ray was performed and noted no clear indication of potential underinsertion of the connector. However, there may be an indication for potential insulation damage. Additional information was later received that the noise appeared to be related to myopotentials. The printouts provided to boston scientific technical services (ts) revealed a gradual increasing impedance measurement which triggered the lead safety switch (lss) reverting the lead to unipolar configuration. The unipolar sensing was more prone to sense myopotentials. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain addtional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.